Event description:
It was reported that a catheter was inserted into the patient without incident. The catheter's position was checked with the use of echocardiography. However, it was not possible to run the required blood flow through the catheter, despite the use of very high driving pressures from the ECMO pump (355mmhg, maximum flow attained 0.91pm). The problem did not resolve with repositioning the catheter, but did when the catheter was replaced. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Provides product failure investigation, analysis and resolution for the device described in this report. The event was reported by maquet (B)(6) to maquet cardiopulmonary (B)(4). Maquet has requested the complaint sample from the customer. After receipt, the product sample will be returned to maquet (B)(4) (legal manufacturer of the product) for further investigation.